Event description:
Phillips sonicare rechargeable toothbrush caught on fire while plug in on the bathroom counter. We were asleep when I awoke at 2:00 am and smelled smoke. I entered the master bath and found it filled with smoke and soot. I discovered at molten puddle of plastic along with a well charred phillips sonicare toothbrush and charger base. (B)(6). Purchase date: (B)(6) 2014, this date is an estimate. Explanation: MFR wants the burned toothbrush back before they will pay damages. (B)(6).